Manufacturer narrative:
Device evaluation: in the initial emdr report, it was indicated that "product testing could not be performed as the product was not returned (it was discarded by the account)." Which through follow was learned to be incorrect. It was confirmed that the lens was not removed/replaced, and was not discarded. The lens remains implanted. Therefore, the following field was updated accordingly: if implanted, give date: in the initial MDR it was indicated - not applicable, as lens was removed/replaced in the initial surgery. This comment is now updated to unknown/not provided. If explanted, give date: in the initial MDR it was indicated - not applicable, as lens was removed/replaced in the initial surgery. This comment is now updated to not applicable as the lens remains implanted. Method code 4115 that was initially provided is now updated to 4117. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Date of event: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(6). This report is being filed on an international device; tecnis optiblue 1-piece iol, that has a similar device, tecnis 1-piece iol model pcb00 which is distributed in the unites states under PMA p980040. Device evaluation: product testing could not be performed as the product was not returned (it was discarded by the account). The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The review identified no deviation or non-conformance or deviation associated to this production order. The product was manufactured and released according to specification. A search in the complaint system revealed that there was no additional investigation request for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that even though the plunger was clicking, the intraocular lens (iol), model pcb00v, 22.0 diopter was not released into the eye when the plunger was screwed. When the plunger was pushed again, the lens was released vigorously. There was no patient injury reported. No additional information was provided.